Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified as there was evidence of downstream occlusion alarms in the event history log. Troubleshooting the device could not reproduce the issue and no cause was identified. The device was found in specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.